Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest, the device did not respond to the front panel controls, specifically the analyze button. Complainant indicated that they turned the device off then back on and could not utilize the analyze button. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.